Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(4) 2011 21:57:11. During night drain cycle eight, the patient's ultrafiltration reading was 145ml, indicating the home patient (hp) drained 145ml more than their maximum programmed fill volume of 220ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.